Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
The facility's biomedical engineer examined their device but was unable to duplicate the reported issue. The biomedical engineer requested that physio-control also examine the device. Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. The device powered on when prompted. A service indicator was present, but the event codes in the device's memory were non-critical and unrelated to the original reported issue. Physio then replaced both the power pcb assembly and the power supply as part of an open technical service update (tsu) on the device; however, the customer declined additional service that would have resolved the non-critical event codes and damage to the exterior of the device. The device was returned to the customer without the additional repairs completed. Physio further examined both the power pcb assembly and the power supply that were removed from the device and no power discrepancies were observed. The cause of the reported issue could not be determined.